Event description:
The physician attempted to place a left subclavian catheter (another MFR) over a wire guide from the left subclavian cordis. The wire from the other manufacturer's catheter became bent and it was not threading smoothly; so a catheter was placed over the wire guide. The wire guide was then removed and a wire guide from a cook catheter triple lumen was placed in the catheter. The catheter was removed without incident. An obturator from the other manufacturer's catheter kit was placed over the wire guide and then removed without incident. However, the wire guide then broke off in the pt. The pt was taken to interventional radiology where the wire guide was retrieved and the other manufacturer's catheter replaced. The pt did not experience any adverse effects due to this event.

Manufacturer narrative:
Catalog #: c-utlmy-701j-rsc-abrm-hc-ihi-fst-a-rd. (B)(4). No product was returned to assist in this investigation. Per specification, this device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections during the mfg process and again, prior to transport. Without the complaint device we cannot make a conclusive root cause analysis. If the wire became kinked either due to handling error or pt anatomy then the placing of a catheter or obturator over the wire could cause the wire to unravel within the pt. Attempts to withdraw the wire would then cause the coil wire to break separating the device. Without additional info or an examination of the failed device the root cause is inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment (qera).